Event description:
It was reported a spectrum pump under infused a chemotherapy medication, which was programmed to deliver 700 ml at the rate of 350 ml/hr. When the device was done infusing, there was still 15 ml left in the bag. The customer stated they realized they were attempting to use the sets with a microdrip to deliver ast rates the tubing was not designed for. Due to that, they have decided to stop using the buretrol sets for these types of infusions. The customer stated that they do not feel this was a product malfunction and they are no longer experiencing this issue. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.